Manufacturer narrative:
A beckman coulter field service engineer (fse) provided customer onsite support. The fse replaced multiple hardware that included 3-way valve and pressure sensor to resolve the issue. A2, a3 & a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated sample probe error (clot sensor error# 3217). Upon follow-up, the customer did not specify which assays were affected. There was no erroneous patient result reported outside of the laboratory. The customer did not provide patient data and/or patient demographics.